Manufacturer narrative:
After power up, the device vibrator constantly vibrated. Upon further inspection, the battery compartment is corroded. The battery board which is inside the case beneath the battery compartment show signs of corrosion as well. Unable to perform displacement, sleep current measurement, active current measurement, and self tests due to the vibrator anomaly.

Event description:
The customer reported via phone call that they received power loss alarm. The customer blood glucose level was unknown at the time of incident. Customer was able to successfully clear the alarm. Customer did not receive request to rewind pump. Customer has not received multiple power loss alarms when batteries are out of the pump less than 10 minutes. Contacts are not missing, damaged, or corroded. Pump did not alarm battery failed alarm. The insulin pump will be returned for analysis.